Event description:
During review of the vns programming history available to the MFR, it was found that a faulted diagnostics test had occurred that caused the pt's programmed settings to change. This was not discovered until the pt's next visit. The pt's settings were corrected at that time. No adverse events have been reported as a result of the change in settings.

Manufacturer narrative:
Analysis of programming history.